Event description:
Add'l info rec'd from MFR 3/15/01: given the limited info provided on this report, MFR is not in a position to ascertain whether the problem resulted from device failure or from the improper use of the product by the user. MFR has, however, been able to identify the following from report. The condom in question was ultra shape #400 brand from lot #7319. This product was packaged and distributed during august-sept, 2000. It was one of 72,000 condoms produced from that lot number and they were distributed to health depts and planned parenthoods throughout the united states. For reference, MFR is including copies of the certificate of analysis for the bulk product and test results performed during the packaging operations. No problems were encountered and coupled with the fact that MFR has not received any other complaints against this lot number, MFR feels confident that this incident is isolated in nature.

Event description:
Event or problem: condoms failing.